Event description:
It was reported that during a patient cardiac arrest event, after the defibrillation electrodes were connected to the patient, the device would continue to prompt "connect electrodes". The responding emergency medical technician (emt) then tried another set of defibrillation electrodes, which also prompted the same "connect electrodes" message. After an unknown delay of therapy, a back up defibrillator arrived and the emt was unable to resuscitate the patient.

Manufacturer narrative:
Physio-control performed further testing on the device and still was unable to duplicate the reported issue. A clinical evaluation of the reported issue determined that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
(B)(4). Physio-control performed an evaluation on the device and was unable to verify the reported failure. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.